Manufacturer narrative:
(B)(4).

Event description:
"It was reported that early sensor expiration occurred." Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.